Manufacturer narrative:
Nexgen cr highly crosslinked art surface, catalogue # 00595204012, lot # 62334123. Nexgen cr-flex gsf femoral component, cataloge # 00595001501, lot # 62728356. Nexgen complete stemmed tibial component, catalogue # 00598004701, lot # 62727982.

Event description:
It is reported that the patient underwent revision to a total knee arthroplasty due to pain.